Event description:
The customer reported that the monitor reported a speaker failure. Sound was intermittent. The device was in use on a patient. No adverse event was reported.

Manufacturer narrative:
Diagnostics and functional tests were performed: medical staff found that the monitor reported ""speaker failure"" during routine check. Customer contacted the equipment engineer for repair. After the hospital engineer repaired the circuit board, the equipment returned to normal use. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: unknown. E1: reporter phone number: (B)(6). E1 reporting institution address: (B)(6).